Event description:
I used fixodent and poligrip off and on from 1990 - 2008. I began experiencing numbness and tingling in my extremities in 1995 - 2001. I was diagnosed with neuropathy in 2004. Dr don't know why I have neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 1990 - 2008. Diagnosis or reason for use: denture adhesive.